Manufacturer narrative:
For the index procedure, the patient was admitted asymptomatic with 85% stenosis in the ostium of the left internal carotid artery. The lesion had moderate concentric calcification. An 8 x 40mm precise pro rx was deployed at the target lesion. An angioguard rx was successfully deployed and retrieved. There were no technical problems or major adverse events. The residual stenosis was 5%. The patient was discharged the following day with no adverse event. Concomitant medical product: intra-procedure: heparin, discharge: clopidogrel. The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15049630 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15049630. A DHR review was requested to (B)(4) and the results indicate that the stent shipped meets specified release requirements. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received from the (B)(4) study indicated that approximately seven months after the index procedure, the patient had a follow-up duplex ultrasound that showed 80-99% restenosis of the precise stent. Five days later, the patient had traditional angiography that showed 80% index procedure target lesion diameter stenosis and it was decided to re-stent the lesion. Approximately a month later, the patient had repeat carotid revascularization with stent implantation in the ostium of the left internal carotid artery and the left proximal external carotid artery. The patient had been on plavix for 3 months post index procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15049630 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
The information received from the (B)(4) study indicated that approximately seven months after the index procedure, the patient had a duplex ultrasound that showed 80-99% restenosis of the precise stent. Five days later, the patient had traditional angiography that showed 80% index procedure target lesion diameter stenosis and it was decided to re-stent the lesion. Approximately a month later, the patient had repeat carotid revascularization with stent implantation in the ostium of the left internal carotid artery and the left proximal external carotid artery. The event was reported to be related to the cordis precise product, but unrelated to the index procedure. The stent was post-dilated during the index procedure. The patient was started on plavix (B)(6) 2010 and continued for 3 months per doctor orders. Was restarted (B)(6) 2011 when found to have restenosed. Patient started on aspirin on (B)(6) 2010 and discontinued at same time as plavix against doctors orders. Was also restarted on (B)(6) 2011. The patient was not symptomatic at the time the restenosis was found. An abbott xact 8-6mmx40mm stent was used for the revascularization. There was 5% stenosis after the revascularization.